Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had haziness on screen. Customer¿s blood glucose level was unknown. Customer also reported scratches on screen, back light was dimmed, unexplained no delivery alerts often and was louder to rewind. The device will not be returned for analysis.